Event description:
It was reported that a device was used during a low anterior resection. The device fired without incident. Post operative day 5 the patient began to experience abdominal pain and distension. Patient returned to surgery and the surgeon noted that the staple line had broken down. A colostomy was placed.